Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure that all the controls were moving backwards from the intended direction. The customer stated that they tried to power cycle and even replaced the endoscope, but the issue remained. The tech support engineer (tse) viewed the system logs with no errors noted. The surgeon then got on the line and stated that the image looked good on the vision tower, but once he sits down at the console, the image is upside down. The surgeon stated that he only uses 30 degree endoscopes. The site was going to look to see if they had another vision side cart (vsc) to bring in. The surgeon ended the call before any further troubleshooting was attempted. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) spoke with the site and confirmed that the issue had been resolved and no further action was required. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or procedure videos were provided for review. A review of system logs for system (B)(4) with a procedure date of (B)(6) 2022, confirmed a 30 degree endoscope plus (pn# 470057-08 /sn # (B)(4)) was used during this procedure. The endoscope has maximum 2000 uses. The alleged event occurred on the 30th use of the endoscope. The endoscope has been used in subsequent procedures without any issues. This complaint is reportable due to the following: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.